Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Pre-repair testing found the device failed the sample graft proper mesh and failed the calibration check. The device needs an aged repair and there has been no customer decision. Lot identification is necessary for review of device history records, and lot identification was not provided. Device is used for treatment. Review of complaint history identified additional similar complaints for the reported item. However, as the lot number is unknown, an additional review could not be performed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
This device was initially returned for annual/preventative maintenance and was inspected and found to be in need of repair. Evaluation of this device found that the sample graft test did not pass. No adverse events were reported as a result of this malfunction.